Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was used to dilate the lesion and on the second inflation at 12 atmospheres the balloon ruptured. The device was completely removed. There were no patient complications and the patient's condition post procedure was good.